Event description:
Cartridge alarm 30 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed cartridge alarms with consecutive cartridges and decided to replace the pump. The replacement came with updated software, and the caller was advised to store the current pump and return it to tandem using the provided materials to avoid charges. The caller was informed about programming settings and connecting the cgm to the new pump. They acknowledged and understood all instructions and will use mdi as a backup therapy to ensure uninterrupted insulin delivery.